Event description:
The guide was too tight so the doctor modified the guide by using a round burr to shave off areas of the intaglio surface where he felt the guide was too tight. The guide ended up rocking between teeth #9-10 and 6-7. Doctor aborted the surgery after suturing the tissue flap.

Event description:
The doctor reported a fit issue with the surgical guide. He described rocking motions when the guide was fitted over the patient's arch. The doctor suspects that rocking points on the guide are between 9-10 and 6-7. In preparation for the surgery, the doctor administered 2% xylocaine local anesthetic. He flapped prior to seating the guide. Rocking motions were detected. The doctor stopped the surgery and sutured up the patient (no bone graft).